Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, high thresholds and diminishing amplitude. There were no visable anomalies with fluoroscopy. The lead was surgically abandoned and a new lead implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.